Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator and was unable to duplicate the reported problem, however, the fsr confirmed a transducer fault error upon review of the error log and assigned the cause to the main printed circuit board component.

Event description:
A customer reported to vyaire that the vela ventilator was generating "vent inop" alarms. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed but not duplicated. A definitive root cause could not be determined.